Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The customer reported that the device locked on tissue. The reported condition was not confirmed. The device jaw opened and closed properly. Further investigation found the device produced an instant regrasp alarm when activated. Pmv could not test the device on tissue because of the instant regrasp alarm. The device was disassembled and resistance measurement on the jaw to the crimp was intermittent. Manufacturing engineer was notified and determined the most probable root cause of the regrasp alarm was due to a severed or partially severed wire inside the crimp ferrule. The investigation identified the root cause of the reported event to be manufacturing error. The harm for the high resistance non-conformance identified. The severity is 3 and the occurrence is there was no reported injury to the patient or user as a result of this non-conformance. The severity identified in the current risk analysis is appropriate. This non-conformance will be monitored going forward. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intra-operative use the lf1637 locked on the tissue. The patient is alive and incurred an injury which involves uprooting of the tissue with bleeding.